Event description:
It was reported that there was an impedance reading of >10,000 ohms but the patient was getting therapy and the manufacture representative was not concerned with it at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-29, lot # n325886, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).